Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump exhibited a display anomaly with lines across the screen consistent with internal screen damage, while the external lens was not cracked and there was no known drop, and the device was replaced. Symptoms included unreliable insulin delivery and meal announcements due to the unreadable screen, with backup therapy advised. Outcomes included continued cgm use and device replacement with instructions to shut down the affected unit, synchronize data to the mobile app prior to return, and return the damaged device using a provided shipping label. Investigation included review of the provided photo and device history, along with collection of user feedback regarding handling and impact. Investigation of this case revealed damage localized to the display component resulting in impaired user interface function, consistent with a screen failure; no adverse clinical events, hospitalization, or device alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display assembly with an undetermined initiating factor.